Event description:
During a transfemoral tavr(transcatheter aortic valve replacement) case a 29mm sapien 3 valve was successfully deployed. The delivery system and sheath were removed. The perclose were cinched and an injury at the level of the femoral head was noted. They ballooned the artery with a 6mm balloon. Post angio showed a dissection with no flow limitation. The patient left the room in stable condition. The physician felt the issue was caused by a perclose issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).